Event description:
Two personal service workers (psw's) were attempting to lift the resident from the bed with the mechanical lift. Each psw then put each of their side sling clips on the lift. Top clips were put on first. The lift was pulled away from the bed. The manual handle of the spreader bar was then tilted to put the resident in a sitting position. Then the resident's right shoulder sling clip became dislodged. The resident then twisted and her back fell backwards and to the right side. Her leg still remained in the sling and her back on the floor. The pt sustained injury. Ref MFR report (B)(4).